Event description:
There was an allegation of a questionable sodium electrode result from the cobas 6000 c501 module. The initial result was 167 mmol/l, and the repeat result was 140 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation was unable to determine a direct root cause.

Manufacturer narrative:
A field service engineer (fse) determined that there was a broken tube in the rinse station. The tube was repaired, and the instrument was monitored and is working properly after the service visit. The investigation determined that the root cause was consistent with the rinse unit not working properly, and the service action resolved the issue.